Manufacturer narrative:
Based on an internal investigation that concluded on (B)(6) 2020, a failure mode was confirmed to occur in certain bio-ID devices. The investigation included an analysis of available log files from devices commercially distributed in the us. A device at this facility was confirmed to have experienced the failure mode twice. The issue that occurs with the bio-ID device is related to system settings that require a witness user's identification for further processing dispense of anesthesia drugs using the pyxis device. If the "bio-ID exempt" is enabled on the device, it does not allow a witness user to utilize a password as an alternate means for identification even if the bio-ID is in a failed state. The "bio-ID exempt" setting specifically supports ohio state regulations for positive identification. Corrective actions related to the bio-ID exempt setting are being evaluated.

Event description:
Bd became aware of two failures of the biometric scanner (bio-ID) through log file review. The customer did not open a complaint with bd. However, bd reached out the customer and determined no additional information regarding the incident was available. The two instances occured on the same pyxis device but on different dates. The dates for the incidents are (B)(6) 2019 and (B)(6) 2020.